Event description:
Hello, I would like to report a patient death that may be related to the recent baxter recall of heparin. My father died from complications after heart bypass surgery last month. After the successful surgery, he exhibited heparin allergy symptoms, and died shortly thereafter. Dr. Told the family that they were experiencing puzzling complications in a number of cardiac patients that seemed to be heparin related. Please add him to those other cases that you are currently investigating. Regards, -son-. Dates of use: four days in 2008.